Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed. The "up/down/left/right" angulation were out of specification; however, the leak was not confirmed. In addition to the insertion tube's high tension, the evaluation findings are as follows: the insertion tube had low insulation, plastic distal end cover was dented, the light guide lens was cracked, the bending section cover's glue was cracked and the light guide tube was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a leak and the angulation was out of specification. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the insertion tube had high tension when angulating up. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage of insertion section/bending mechanism. Olympus will continue to monitor field performance for this device.